Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The product support engineer (pse) advised customer that per rev j of the service manual the reading is within tolerance. The pse provided part ID for flow sensor and emailed current service manual to the customer. Failure analysis of the returned part indicates: root cause: the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Airflow accuracy is out of specification. The customer reported there was no patient involvement.